Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and received: what were the indications for surgery? Pancreatic cancer, chronic pancreatitis, duodenum issues, issues in head of pancreas, etc. Was buttressing material used during the formation of g-j junction? No. How was the common opening of the g-j closed? 3-0 pds. How was the oozing addressed intra-operatively? Bovie on staple line and wipe with dry lap. Were there any issues noted with staple formation in primary or secondary procedure? No visible staple line issues. Over sewed staple line when readmitted patient does the surgeon believe that the total transfusion volume of 10 units was from the g-j anastomosis? Yes. Additional insights: the surgeon said he is accustomed to seeing oozing on staple line when transecting stomach. His process has always been to use laps to pack and wipe until oozing has subsided and adequate hemostasis is achieved. This is usually a very easy and smooth process. He commented that for the past 6-12 months, it has been harder to achieve hemostasis and the oozing continues past what he is comfortable with. Happens most often with gold and blue reloads. Has used gold on those specific firings since its launch and is concerned that something has changed.

Event description:
It was reported that following an open whipple procedure, the patient required reoperation and received ten units of blood because of bleeding from the gastro-jejunum anastomosis. During the original procedure on (B)(6) 2016 a gold reload was used at the g-j junction and there was more oozing than usual. On post op day two, the patient was taken back to the o.r. For reoperation for bleeding at the gastro-jejunum anastomosis . It is unknown what the appearance of the staple line was at the site. It is unknown how the anastomosis was repaired. The patient received ten units of blood. The patient is currently doing well.